Event description:
Additional information indicates that patient experienced ineffective therapy, as a result 2 additional leads were implanted on (B)(6) 2024 to address the issue.

Event description:
It was reported that x-ray imagining revealed that patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.